Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during exploratory laparotomy surgery, shortly after stapling the doctor noticed that the clips of the load opened. It caused no harm to the patient. The doctor did not request any more loads and preferred to do the closing with manual suture.